Event description:
The patient was experiencing withdrawal, a refill had been performed on (B)(6), 2011. The patient presented to the emergency room on (B)(6), 2011. A dye study was performed on that same day. The catheter was confirmed as patent. The pump reservoir was accessed and the expected residual volume matched the actual residual volume. Three days later, the doctor programmed the pump at a daily dose of 2.2 mg/day and the patient was fine. There were no other adverse events from then until the day the event was reported. Event logs were reviewed and confirmed as normal except for a motor stall and recovery on (B)(6), 2011 due to an MRI the patient had on that date. All programming was confirmed as correct. The patient's pump was replaced on (B)(6), 2011. No patient injury was reported. The patient recovered without sequelae. The drugs used in the pump at the time of the event were not reported. Additional information has been requested; a follow-up will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).